Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil could not be detached with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient was undergoing coiling treatment of an aneurysm. It was reported that the physician implanted four coils successfully before this coil. No further information was provided. No patient injury reported as a result of the procedure.

Manufacturer narrative:
Additional information: the device was returned for evaluation. After analysis of the returned device the clinical observation was not confirmed. As received the implant coil found in good condition but detached from the pushwire within introducer sheath. The instant detacher was not returned for evaluation as it was discarded. The pushwire was found broken on the proximal end with the proximal end containing the actuator interface crimps and the tack weld replacement (twr) crimps missing. In addition, the pushwire was found to be broken into two segments from the proximal end but retained together by the release wire. The proximal end was found bent from proximal end and distal pushwire segment was found bent from the proximal end but found intact distal to the break indicator at the manual detachment location (via hypotube). We were unable to definitively determine the cause of non-detachment as the returned coil found already detached. It is likely the bends and breaks in the pushwire were caused intentionally by the customer during manual method attempt. It is possible that the coin pulled back from the lumen stop during return to medtronic for evaluation which caused the implant coil to detach within the introducer sheath. All coils are 100% inspected for damages and irregularities during manufacture, and all parts of the pushwire which could affect the detachment were found to be within specifications. Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.